Manufacturer narrative:
Additional MFR narrative: literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014; 29/suppl 3): s176 - s182.

Event description:
This case occurred in the (B)(6). A female received injections of teosyal rha 4 in the nose on (B)(6) 2022. The next day on (B)(6) 2022, she presented a slower than expected capillary refill in the nose, which also felt tender. Initial treatments provided on (B)(6) 2022 were application of heat, dissolving the filler with hyaluronidase (dose 1500 iu) and aspirin (300 mg as a once off, then 75 mg daily). On (B)(6) 2022, the reaction area was improving and the patient was treated once more with hyaluronidase (dose 1500 iu), and the aspirin was continued. As of (B)(6) 2022, the adverse event completely resolved.